Manufacturer narrative:
Device evaluated by manufacturer:the batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4)

Event description:
Same case as MFR: 2134265-2014-04790. It was reported that post a stenting treatment procedure, the patient experienced a myocardial infarction. In (B)(6) 2014, the patient presented a second time with chest discomfort and was hospitalized the same day. An ECG revealed mild inferolateral st changes. The patient's troponin levels were found to be elevated and they were diagnosed with non-st elevation myocardial infarction. It was noted that 80-90% tight focal proximal stenosis in the r-pda remained unchanged from the previous catheterization that was performed in (B)(6) 2014. A non-tvr was performed a 2.25 x 12 mm promus stent was placed in the proximal r-pda, following the procedure that patient developed chest discomfort associated with hypertension; a nitroglycerine patch was continued throughout the hospitalization. Two days post procedure the event was considered resolved and the patient was discharged on aspirin and clopidogrel.